Manufacturer narrative:
H.6. Investigation: seventy-seven (77) samples were provided by the customer for investigation. Seven (7) of the samples were selected at random and were leak tested with all seven (7) of the samples passing as none of the samples leaked. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. CAPA#55639 was initiated. H3 other text : see h.10.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter. "Occurrence date 6 nov. It was reported that chemo leaked out through the back of the plunger. 60ml syringe - chemo leaked out through the back of the plunger x 2 on 11/6 and 11/7 on 11/7 some of the chemo got on the nurses gown but it was contained." 1 of 3 complaints.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd 60ml syringe luer-lok¿ tip. The following information was provided by the initial reporter, "occurrence date 6 nov. It was reported that chemo leaked out through the back of the plunger. 60ml syringe - chemo leaked out through the back of the plunger x 2 on 11/6 and 11/7 on 11/7 some of the chemo got on the nurses gown but it was contained." 1 of 3 complaints.